Event description:
On (B)(6), 2012, clinic notes were received from this patient's (B)(6), 2012 appointment. The clinic notes indicated that the patient usually gets one to six generalized convulsive seizures lasting a few minutes each month. The patient usually bites her tongue and has bowel and urinary incontinence. Post-ictally, the patient is confused and disoriented then becomes sleepy afterward. The patient was recently seen in the emergency room for seizures. The clinic notes also indicated that the patient went to the hospital for seizures and went face first into rocks. The patient's device was interrogated at the appointment and settings were provided. System diagnostics were also run and indicated that the battery was ending its life; however, the flag or message that was seen was not provided. On (B)(6), 2012, follow up with the physician's office provided the following information. The patient was hospitalized on (B)(6), 2012 through (B)(6), 2012 for seizures. The relation of the patient's current seizure level to pre-vns seizure levels was unknown as the patient had only one appointment with the physician. It was provided that the only interventions taken were medications, including keppra and vimpat. A battery life calculation was performed on (B)(6), 2012. The results indicated negative years to eri = yes. Surgery is likely but has not taken place to date.

Event description:
The explanted generator was received on (B)(4) 2012 and is currently undergoing product analysis.

Event description:
On (B)(6) 2012, it was reported that the patient underwent generator replacement surgery. It was stated that, prior to surgery, communication with the patient's device was not possible, despite using three different programming systems. The programming systems were reported to be working fine with a demonstration generator, nothing was plugged into the walls, and all wand batteries were fine. It was stated that at the patient's last office visit (approximately (B)(6) ago), a near end of service flag was observed, and the physician attributed the failure to communicate to an end of service condition.

Manufacturer narrative:
Analysis of programming history.

Event description:
Product analysis was approved on (B)(6) 2012. The battery was depleted; however, the depletion was an expected event based upon a battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.